Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had a cracked case at the display window corner, a scratched display window and a broken reservoir tube lip. No damage noted on battery tube threads.

Event description:
It was reported that the insulin pump alarmed and insulin is squirting out during manual prime process. The blood glucose reading is 292 mg/dl. Customer stated that the drive support cap is protruded. Advised that the insulin pump will be replaced. Nothing further reported.